Event description:
Potential for injury associated with the m61 power chair not going in reverse. This event could cause the product to make unintended and erratic movements and possibly cause injury to user and/or bystanders.